Event description:
The facility representative reported a broken door discovered before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: the pump was evaluated on-site by a baxter service technician. The reported condition of a broken door was confirmed. The door assembly has been replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.